Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another meter. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 11:00am. On (B)(6) 2011 at 11:00pm, the patient obtained a blood glucose result of "293mg/dl", with the subject meter and administered 16 units of insulin based on that result. On (B)(6) 2011 at 01:00am, the patient tested again and obtained a blood glucose result of "278mg/dl" and so took another 16 units of insulin. The patient reported that at on (B)(6) 2011 at 04:45am, his wife discovered the patient "asleep, and sweating". She gave him milk as treatment for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the customer. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.